Manufacturer narrative:
On (B)(6) 2016, dianeal therapy was discontinued. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). It was reported that in spite of the antibiotic treatment, the patient's abdominal pain remained persistent. On unreported date(s), dianeal therapy was discontinued, the patient's pd catheter was removed and the patient was transferred to hemodialysis. The outcome of the peritonitis was not reported. No additional information is available.